Manufacturer narrative:
Device evaluated by MFR: initial visual examination of the returned device noted proximal stent strut damage, as a number of struts were bent back distally. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and severely tortuous proximal left anterior descending artery to the middle left anterior descending artery. A 2.50 x 38 mm promus element plus stent was advanced and was unable to cross the lesion. Upon removal from the patient, this device was stuck to the guiding catheter and the proximal edge of the stent was lifted. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and severely tortuous proximal left anterior descending artery to the middle left anterior descending artery. A 2.50 x 38 mm promus element plus stent was advanced and was unable to cross the lesion. Upon removal from the patient, this device was stuck to the guiding catheter and the proximal edge of the stent was lifted. The procedure was completed with a different device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).